Event description:
It was reported that during a neurovascular procedure three concerto helix coils experienced resistance and became stuck at the catheter hub. The devices and any accessory devices were prepared as indicated in the instructions for use. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. It was noted that the catheter was not a medtronic device. Additional information received that a continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: the concerto device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within a sealed plastic biohazard pouch; within an opened concerto inner pouch and within an introducer sheath. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The concerto pusher was found broken at the break indicator, typically indicative of a manual detachment attempt. The release wire was retracted partially out of the distal pusher segment. The pusher was found bent at ~61.0cm from the proximal end. The coin was found fully retracted out of the lumen stop and the shield coil was found undamaged. The implant coil was already detached and not returned for analysis. Testing/analysis: the concerto coil could not be used for resistance testing with an in-house micro catheter as it was already detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.